Event description:
It was reported that the system communication and other errors. These errors may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the interconnect cable were replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.